Event description:
Physician further reported ¿major discomfort in the right breast¿. Ultrasound results received which noted "intracapsular rupture of the right prosthesis with periprosthetic liquid." It was further reported that the "surface of the prosthesis practically absent due to disintegration, with many lumps coming out" and ¿gel due to the disintegration of the implant shell¿. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a6, b1, b3, b5, b6, d1, d2, d3, d4, d6(a), d6(b), g1, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported major discomfort in the right breast and the result is a rupture." Physician further reported ¿major discomfort in the right breast¿. Ultrasound results received which noted "intracapsular rupture of the right prosthesis with periprosthetic liquid." It was further reported that the "surface of the prosthesis practically absent due to disintegration, with many lumps coming out" and ¿gel due to the disintegration of the implant shell¿. The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b3, h6

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical impact opening and observed a missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observed. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported major discomfort in the right breast and the result is a rupture." And major discomfort in the breast. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported major discomfort in the right breast and the result is a rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.